Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that the wire was sticking out on the prograsp forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.